Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to experience effective stimulation. Physician believed the lead was resting on the scar tissue so the patient was unable to experience stimulation. During the surgical intervention, the physician cut the lead and so the lead was explanted and replaced and repositioned lower at t11 level.